Event description:
"The distributor representative, mrs (B)(4), reported the following event: her customer, (B)(6), informed her that they have an issue with the devices mentioned below. It seems that the drill became jammed into the guide. Mrs (B)(4) is awaiting a confirmation from her customer."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2010-01551.